Manufacturer narrative:
Product event summary the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered. The patient's implantable cardioverter defibrillator (ICD) was interrogated and it was discovered that the ICD had oversensing and undersensing of the r waves. As well, the rv lead had oversensing and undersensing of r waves, low pacing impedance and increasing sensing integrity counter (sic) counts. The device was explanted and replaced. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Analysis of the device memory was performed and no anomalies were found, visual examination of the connector noted no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.